Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown, not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. (B)(4). An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 intraocular lens (iol) was removed and replaced after implantation because it was confirmed that the patient had zonular dehiscence and there was lack of lens support. There was incision enlargement and vitrectomy. But no patient post-op injury. No other information was provided.

Manufacturer narrative:
Additional information: device available for evaluation; returned to manufacturer on: 8/29/2019. Device evaluation: sample was received and revealed a pcb00 device packaging box was received with a lens cut in two pieces. The lens condition is typically of a lens that has been removed or explanted. This complaint is related to a patient condition since patient had zonular dehiscence and lacked support. There is no complaint against the lens. A product quality deficiency could not be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. The search revealed that one other complaint has been received for this production order number. Investigation was reviewed and is not related to this complaint type. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.